Event description:
The report received via the database indicated that during the index procedure, the pt experienced a sudden ischemic event, with hemineglect and hemiparesis of the left side. The event occurred after the stent was deployed, with the angioguard device still in place. The pt also became hypotensive, and was not responsive for about 20 min. It is believed by the account that the baroreceptors in the pt's carotid were affected by the increased blood flow after stenting, causing hypotension, which led to this acute ischemic event. They treated the pt with neo, a vasoconstrictor, for 3 days, and she recovered fully. The pt was said to be perfectly normal at discharge, fully recovered with no remaining deficit.

Manufacturer narrative:
Cordis corp reported no product is expected to be returned for eval; however, a copy of the complaint investigation request including lot traceability was provided. Without the return of the actual device in question for eval, facility is unable to determine the exact cause for this incident. Facility did review the device history records relative to the mfg, inspecting and packaging of lot 14-975254. This packaging lot contained 25 units, which were shipped from facility on april 13, 2006. The history records indicate this product was final inspection tested at facility, and was determined to be acceptable. Factors that may have influenced the event include pt, procedural, pharmacological and lesion. This one of two products used during the same procedural setting. Please reference MFR report # 9616099-2007-02156.